Manufacturer narrative:
The pump passed the displacement test however, the pump was unable to prime during the prime and compromised forced sensor system test due to faulty fsr (gold). Unable to perform the occlusion test, basic occlusion test, and excessive no delivery test or verify motor error alarm due to prime/fill anomaly. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that their device had a motor error alarm. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.